Event description:
Customer complained about sensor reading discrepancies. It was stated that the customer has issues with the sensor connecting to the insulin pump and she does not get any alarms. It was stated that on one occasion during night the customer received a low glucose alert but the blood glucose was not low. In the morning the sensor glucose reading was 400 mg/dl but blood glucose value was 198 mg/dl. Customer stated the only way to know that information is missing is to check the graph or print out reports. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.